Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
Boston scientific received information that during interrogation it was found the pacemaker had reached end of life (eol) 10 days earlier. The physician stated that at the last device interrogation three months prior, the pacemaker was not at elective replacement time (ert). It was noted that the patient is quadriplegic and not pacer dependent, thus the physician did not want to explant the device. No adverse patient effects were reported. The pacemaker was returned for analysis from an unknown source approximately four years later.